Manufacturer narrative:
The rapid infuser has not been returned to belmont for investigation. The user was unable to provide the exact alarm message exhibited by the system, nor was the hospital biomed able to confirm any faults upon testing. An alarm related to the system temperature will cause the rapid infuser to stop pumping, as reported by the user. When the rapid infuser detects a situation that may compromise safe and effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. The manufacturing and repair records for this serial number were reviewed, and no anomalies were identified. Without the ability to evaluate the device, or duplicate the reported problem, a root cause can not be determined. It was reported that the unit was replaced to proceed with the case. There was no patient injury reported. Belmont will continue to monitor, and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided. Note: component code (B)(4) (appropriate term/code not available) was used, as there was no code available for the preferred term "component unknown".

Event description:
The perfusionist at the hospital reported that a belmont rapid infuser, ri-2 continuously exhibited an alarm related to the system temperature, which stopped the pump completely. The user was unable to provide the exact alarm message exhibited.